Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The customer provided serum and plasma samples from the patient for investigations. No difference between serum and plasma was seen. The plasma results measured by the customer could be reproduced, negative results for the serum samples could not be reproduced.

Event description:
The customer reported that they received erroneous results for two samples from the same patient tested for troponin t (tnt) stat (short turn around time). A plasma sample from the patient originally resulted as 15.51 ng/ml. The plasma sample was repeated and resulted as 14.57 ng/ml. The plasma sample result was reported outside of the laboratory. A serum sample from the same sample collection was then tested resulting as <0.01 ng/ml accompanied by a data flag. The repeat value was believed to be correct. The plasma sample was again repeated, this time diluted both x2 and x5. The customer stated that the results from the diluted plasma sample were "very close" to the original result. The customer did not provide values from the diluted sample. A second plasma sample collected on (B)(6) 2012 resulted as "something in the 11s". The customer did not provide the actual value for this sample. The result from the plasma sample was reported outside of the laboratory. A serum sample collected on (B)(6) 2012 resulted as <0.01 accompanied by a data flag. The patient was not adversely affected by the event. The tnt stat reagent lot number was 16887901 with an expiration date of 08/31/2013. The customer noted that the plasma samples looked "funny" but this was not due to lipemia or fibrin. One sample was tested for cryoglobulin and cryofibrinogen, both were negative. The customer stated that the serum samples were not as thick as the plasma samples.

Manufacturer narrative:
(B)(4), the result referred to as "something in the 11s" had an actual value of 11.57 ng/ml.